Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement. This issue was confirmed using x-rays. It is expected that this lead returns for analysis. No additional adverse patient effects were reported.